Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was no temperature display. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. It was confirmed that the circulating water temperature was not displayed on the lcd of the main unit. The cause of the reported event is a failure of the main board of the main unit. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.